Event description:
It was reported that a critical alarm had occurred due to end of service/end of life. This was confirmed by telemetry. The pump was in safe state and had reset to minimum rate. The pump was replaced. No patient symptoms were reported. Per the reporter, there was no patient injury. The pump system was used to deliver dilaudid and bupivicaine.

Manufacturer narrative:
(B) (4). The pump has been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.